Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of irinotecan. Volume to be infused was 551 ml at a rate of 367 ml/hr. The infusion had 30ml left at the completion of the pumps operation. The nurse reprogrammed the infusion to account for the remaining 30 ml. The pump also alarmed for system error 321 (link switch error (up)) during the infusion. The patient was connected but no patient injury/medical intervention associated with the event. No additional information is available.